Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed. We could not assess this complaint. If the sample and/or add'l pertinent info becomes available, a follow up report will be submitted. We have informed our manufacturer accordingly. Reviewed the device history record and there were no defect encountered during in-process inspection or at final control inspection. The process cards also show no abnormalities. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. Cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. (B)(4).

Event description:
As reported by the user facility ((B)(4)): the nurse was pricked by pushing the security system that was not locked.